Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation, and found the optical detector and front of the level detector module had a lot of dried bicarb in the cracks and around the optical detector. Res also found dried blood on the front of the optical detector. The res resolved the reported issues by cleaning the optical detector window with alcohol and by cleaning the front of the machine and the cracks of the level detector with a bleach rag. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician reported dried blood that was found in front of the optical detector on a fresenius 2008t hemodialysis machine. The res was called onsite by a user facility to repair the machine for a reported trans membrane pressure (tmp) and optical detector fail errors. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.